Event description:
It was reported that this pacemaker and right ventricular (rv) lead had observations of intermittent jumps in high out of range impedances that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor episode that disabled the mv sensor. There were also observations of noise that was oversensed causing pacing inhibition that was able to be recreated. The mv sensor was programmed off, and it was recommended to stick with unipolar pace/sense programming to fixed output. The plan was to continue to monitor. No additional adverse patient effects were reported.